Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was returned for failure analysis and upon visual inspection, the slip ring was found to be lose and that would be related to the reported event. The mtm was installed onto a golden system where the slip ring was triggered indicating fault on the mtm, replicating the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where power up was found to be failing. Once testing was completed, the slip ring was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported event can be attributed to a mechanical defect causing an excessive play between the slip ring and slip ring board.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left master tool manipulator (mtm). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi has received the mtm for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer called in to report that they were getting an error on the surgeon side console (ssc) left master tool manipulator left (mtm). The customer stated that before calling in, they swapped out the ssc with another ssc that was available to continue with the case. The intuitive surgical, inc. (Isi) technical support engineer (tse) tried to view the system logs, but the system was not connected to the network. The procedure was converted to another da vinci system with no reported injury. Isi followed up with the site and obtained the following additional information: the site swapped the sscs and proceeded with the case without further incidents.